Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use. Impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support (mcs) and experienced limb ischemia which resulted in the device being explanted. The patient presented to the emergency department in complete heart block, coded and was emergently transported to the catheterization lab after return of spontaneous circulation and intubation. Upon arrival to the catheterization lab, a temporary pacer was placed followed by impella cp insertion via the right femoral artery without incident. Left heart catheterization revealed left anterior descending and diagonal arteries disease. After multiple attempts to intervene the left anterior descending artery, the physician decided to abort the intervention and consult for surgery. The patient was taken to the unit on impella mcs and after arriving to the unit, it was noted there was no pulse present with doppler. An arterial doppler order was placed and an echocardiogram was completed with position verified at 3.6 centimeters across the aortic valve and 94 centimeters externally. The patient remained on support and the following day; it was noted the performance level was set to p-4 and flowing 2.5 liters per minute during this time. The access site was intact; however, pedal pulse was not present. The plan of care was to take the patient back to the catheterization lab for impella cp explant, perform a valvuloplasty and if needed at the end of the procedure place the patient on an impella 5.5 device. The impella cp device was successfully weaned and explanted. Hemodynamically, the patient tolerated the procedure well and was transported back to the unit without impella mcs and reported to be in stable condition following the event.